Event description:
Customer called to report that he changed his pod at night and when he woke up the next morning, his blood glucose level was 412 mg/dl. The pod also went into an occlusion alarm prior to deactivating it. Customer was able to start a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.